Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure. It was reported that the manufacturer representative ran into a few issues during their surgery. The surgery was a two part scan and plan, where the first part had screws accurately placed from t10-l2. During the second part the representative noticed that there was a blinking red light at the end of the arm guide that would not clear despite no instruments being used. The representative performed a soft restart and the blinking light cleared. Then the representative had to keep moving the star marker to get a view between the voyager towers. The surgeon noticed that screws at l3 were placed in the disc space 10 mm above the intended location. The surgeon replaced screws using fluoro. When representative went to take the system off the bed they found that the arm guide was loose. The patient had blood pressure issues before and after screws were placed so the surgery was shortened. The blood pressure issue resolved. Normal anesthesia techniques were used to address the blood pressure issue. The patient did not experience any other symptoms. The case was completed freehand. There was delay of 30-45 minutes.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: mas2658 h3, h6: a medtronic representative went to the site to perform a system check out and they found the system functioned as intended. Multiple device codes were applied. Below clarifies what each was associated with. A0908 - inaccuracy a05 - loose arm guide medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3, h6: the exports/logs were returned for clinical analysis. The analysis determined that the probable cause of the reported deviation was the loose arm guide. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.